Event description:
The customer alleged that the trilogy evo o2 was "out of order." According to the full case description, the device was reported to be non-functional with no specific user settings provided. There were no reported injuries or clinical interventions noted at the time of the complaint. However, the malfunction occurred during a therapy session, and if repeated, may result in a failure to ventilate the patient. No harm was reported. Upon evaluation, the customer's complaint was confirmed. The device's event log showed error 155 ¿ evt_mach_flow_drift_high, which is associated with a vent inop condition. This error indicates that the machine flow sensor drifted beyond specification, impacting the device¿s ability to reliably deliver therapy. As a result, the machine flow sensor was replaced. Additional error codes observed included error 144 (blower motor shutdown) and error 330 (sensor drift debug), which necessitated replacement of the blower and the system pca. These components were replaced due to confirmed malfunctions unrelated to the reportable flow sensor error. Preventive maintenance parts, including the air foam inlet filter and particulate filter, were also replaced. Final functional testing was completed, and the device passed all performance and safety checks. Evaluation is complete, and the device was returned to the customer in working condition.